Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other four perclose proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices, using the preclose technique, with a 6fr sheath prior an endovascular aneurysm repair procedure. Reportedly, a proglide cuff miss was noticed for all five devices. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.